Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl, while wearing the pod between 5 and 24 hours. They reported the pod's cannula dislodging from the infusion site (arm). Additionally, the patient reported the pod leaked insulin, failed to adhere properly on the skin, and it caused bleeding. As treatment, a new pod was successfully applied.